Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a generator battery changeout procedure. During operation, their right ventricular lead exhibited high capture thresholds. The physician capped and replaced the lead during procedure on 11 jan 2021. The patient was in stable condition.